Event description:
Add'l info rec'd from MFR 2/3/01: during pt transport, reportedly all three channels were in use. One channel was infusing dopamine at an unk rate. It is not known what was being infused with the other two channels. During the infusion of dopamine, the operator attempted to change the rate from an unknown rate to 6ml/hr. While the pump was running, the dopamine rate was programmed at 6ml/hr. The operator then pressed the off key in error, shutting down the pump. The start key was pressed during the pump's shutdown routine. This caused the pump to issue failure code 867:10. Reportedly the operator could not reset the pump and it was removed and replaced with another pump. While in the bio-med lab, it took 5 plus mins for the bio-med to reset the pump. The bio-meds in this facility have not been trained on the operation or repair of the colleague infusion pumps, which could cause the extended length of time it took for the bio-med to reset the pump. The pump was not returned for evaluation. This condition was caused by the operator pressing the off key, in error, then pressing the start key before the pump had completed its shutdown routine. This is a known condition that will occur due to the pump channels shutting down first followed by the user interface module. During the power off cycle (shutdown routine), the pump channels are the first to turn off, followed by the user interface module. The failure described is caused by a start signal that is not received by the pump channel because the channel is being powered off. A start key press in the middle of this shutdown process will cause a failure condition. This is a known condition. This condition opens the failed channel and engages the safety clamp allowing the tubing set to be removed.

Event description:
Add'l info rec'd from MFR 12/21/00: the pump was not returned for evaluation. The failure was caused by an inadvertent on/off keypress. During the power off cycle, the pump channels are the first to turn off, followed by the user interface module. The failure described is caused by a start signal that is not received by the pump channel because the channel is being powered off. A start key press in the middle of this shutdown process will cause a failure condition. This condition opens the failed channel and engages the safety clamp allowing the tubing set to be removed. To turn the pump back on, the tubing set must be removed and the manual tube release for the open channel must be reset. After the cannel is reset the pump will power on. By pressing the main display key all of the previous programming will be intact. The tubing can then be reloaded and the infusions restarted.

Event description:
During a transport, while attempting to change the dose to 6 ml/hr, the off key was depressed in error and the pump started to turn off. Then the start key was depressed while the pump was in the process of powering down. This caused the pump to go into a failure mode (867:10) that could not be reset. (In lab, this failure mode could not be reset for + 5 mins.) Pt's blood pressure dropped and had to be quickly transferred to another pump.